Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 412 mg/dl and hospitalization. Customer's blood glucose at the time of the call was 175 mg/dl. The customer was advised to remove the reservoir and run a manual prime and insulin exited the tubing. Troubleshooting found that the drive support cap was normal, the pump settings are correct and the pump passed the high pressure test. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer was also advised that a new pump would be provided although it appeared that the current pump was working as designed.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.